Event description:
Reporter alleged blood glucose measured 200 mg/dl back to back with a result of 91 mg/dl when performed within 2 mins of each other. No actions were taken or treatment was re'cd reportedly as a resu;t. A request was made for the return of the suspect device and replacement product was sent.